Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope experienced an image issue. The issue occurred during an unspecified diagnostic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that water or humidity entered the subject device, causing damage to the image sensor unit and/or the pcb (printed circuit board) at the connector, which led to the suggested event. However, olympus could not identify a definitive root cause of the event. Important information ¿ please read before use warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The supplemental report is being submitted to provide the corrections to the initial report based on the pae finding during evaluation by olympus. Correction to the g3 of the initial medwatch. The aware date should be 09 sep 2024. Correction to h6 "health effect - impact code" of the initial report, "2199 - no health consequences or impact" is being corrected to "2645 - no patient involvement".

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a noisy image that produced an unrecognizable image. There were no reports of patient involvement.